Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, had 1 tube without a barcode label. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review was satisfactory, and no quality notifications were generated during manufacturing and inspection. The labeling process for material 245122 includes label reconciliation, where the total number of labels issued is reconciled with the total quantity of labels (cartons/bottles/tubes/etc.) Used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label accountability and reconciliation for batch 3117359 were within allowable limits. The complaint history was reviewed, and two other label and low volume complaints have been made on batch 3117359. Retention samples (100) were available for inspection. There were no missing label defects or low volume defects observed in the retention samples. One photo was available for inspection of this complaint. The photo showed two tubes in a tube pack. One tube had a label and the other did not. The labeled tube batch information could not be discerned due to the blurriness of the photo. The batch number could not be extrapolated. The fill volume could not be determined from the photo. No returns were received to assist in the investigation of this complaint. This complaint cannot be confirmed for missing labels and low fill due to the state of the photo received. Bd will continue to trend complaints for labeling and fill volume defects.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, had 1 tube without a barcode label. There was no health impact or consequences reported.